Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-70 serial #: (B)(4) description: coveredge 32, 70 cm 4x8 surgical lead the explanted devices were not returned to bsn as they were kept by medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients incision had opened. It was believed that it was not device but surgical related. Symptoms of drainage at the battery site and fluid collection at the lead incision site were noted. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patient was prescribed antibiotics and was doing well postoperatively.

Event description:
A report was received that the patients incision had opened. It was believed that it was not device but surgical related. Symptoms of drainage at the battery site and fluid collection at the lead incision site were noted. The patient underwent an explant procedure.